Event description:
The handpiece was returned to the MFR for service, and during the eval the device continued to run on its own. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a run-on condition was found and then reported. Based on the investigation details a possible cause was problems with the release collar and ebox controller, which were replaced along with other components.